Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of two (2) exactamix non-vented high-volume inlets were ¿greasy feeling.¿ this was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection observed silicone on the inlet spike base surface. The reported condition was verified. The cause was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.